Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior colon resection, the surgeon used a 60 mm load, but the stapler only stapled 45mm instead of 60mm. An additional reload was used to complete the case. There is no patient injury.